Event description:
It was reported that the right ventricular lead was replaced due to an apparent lead fracture. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient presented to the emergency room due to syncopal episodes, and was in complete heart block. There was no capture, high impedance of greater than 4000 ohms, and sensing difficulty. The lead was capped.

Manufacturer narrative:
It was reported that the right ventricular lead was replaced due to an apparent lead fracture. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient presented to the emergency room due to syncopal episodes, and was in complete heart block. There was no capture, high impedance of greater than 4000 ohms, and sensing difficulty. The lead was capped. No conclusion can be drawn capture, failure to impedance, high lead(s), fracture of sensitivity.